Event description:
Patient was revised as 2 stage infection was reported original implant date unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).